Event description:
On (B)(6) 2009, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. No adverse event including endoleak was identified during the procedure. The patient tolerated the procedure. On (b)6( 4)2009, post-operative follow up imaging identified a type ii endoleak. The physician decided to monitor the patient. On (B)(6) 2010, one year follow up imaging showed the persistent type ii endoleak. A coil embolization procedure was additionally undertaken on the same day to treat the persistent type ii endoleak. The origin of the endoleak was not reported. The origin was successfully embolized and the patient tolerated the procedure. No further adverse events have been reported.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.